Event description:
The (B)(6) state public health newborn screening laboratory uses the perkinelmer screening center module of specimen gate (sgsc) software (a class I medical device) to store, retrieve, and process the data associated with specimen testing including but not limited to patient demographics, tests ordered, test results, test result interpretation, quality control results, and result codes (flags) that may be associated with the specimen from its entry into the laboratory workflow until patient report is generated and released. When sgsc software is installed, configurable settings are programmed based on the customer preferences. For instance, each laboratory enters their specific population based reference ranges that are used to evaluate if a patient's test results are normal, below or above the reference range and require further action such as repeat testing. This laboratory specific logic automates the flow of the specimen through the laboratory. The customer defines the nomenclature used for their result codes (flags), and when the software encounters the predefined result code the software processes the specimen according to the logic associated with the result code. The newborn screening laboratory received one specimen for the patient. By protocol, two specimens should be sent for all babies born in (B)(6), but we do not show another specimen of being received for said baby. The baby was born prior to the state of (B)(6) implementing newborn screening with their own laboratory on (B)(6) 2014. The first and second specimens may have been tested in (B)(6). The first specimen was received on (B)(6) 2014. The initial c0 was elevated, c16 was normal, c18 was normal, and c0/(c16+c18) was normal making the overall results for cpt1 disorder (carnitine palmitoyl transferase - type 1a deficiency) to be confirmed, creating a repeat request for the disorder. The initial cit (citrullinemia) was elevated, making the cit disorder to be confirmed, creating a repeat request for the disorder. Both requests were canceled on (B)(6) 2014 at 3:24pm. The requests were canceled by the laboratory because the specimen was sent back to (B)(6) for testing completion. Cpt1 and cit were both reported as normal on (B)(6) 2014. The patient report released did not contain any erroneous content. (B)(4).